Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as raw and wet blister. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised patient to end use. Follow up indicated that the skin irritation improved.